Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. The patient was discharged on aspirin (asa) 81mg and plavix 75mg. During a routine 45 day follow up transesophageal echocardiography (tee), a non-mobile thrombus measuring 5x7mm was noted attached to the atrial side of the closure device. The patient was placed back on blood thinners, and a follow up tee will be performed.